Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. The length of the infrarenal neck was 18 mm and it was 19-21.5 mm in diameter with angulation of less than 75 degrees. It was reported that the final angiogram showed there was a proximal type 1 endoleak. A reliant balloon was used to remodel the graft despite the neck angulation. The balloon was inflated within the graft fabric; however, the endoleak persisted. The physician elected to use another manufacturer's balloon and to continue ballooning as the stent graft was positioned close to left renal artery with no room to place an aortic cuff to resolve the endoleak. Ballooning was continued slowly edging further into the uncovered section of the stent graft. After one inflation another angio was done and showed the endoleak had lessened. Ballooning was continued, however, the patient's blood pressure dropped. It was noted that the aorta had ruptured and there was a small tear in the aorta just above the fabric of the graft. A balloon was placed in the thoracic aorta and inflated as the patient was converted to an open surgical repair. This tear was sutured. The patient was then closed; and a cross over graft was done. The patient was haemodynamically unstable. The physician stated that they felt they needed to balloon high up and into the bare stent and that they had made a decision based on calculated risk. The physician stated that this event was not device related. Please note that this model number enuf2514c105ee is not approved in the united states; however, it is similar to the enbf2513c145e which is approved in the united states.

Manufacturer narrative:
Inherent risk of procedure (endoleak, aortic rupture). Incorrect technique/procedure (balloon remodeling was performed outside of the stent graft). Caused by another drug/device (balloon). (B)(4).